Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately three years and ten months later, computed tomography (CT) revealed that there was an optimal opacification of the pulmonary arteries with intravenous contrast material, demonstrated no intraluminal filling defects to suggest pulmonary embolus. A computerized tomography (CT) revealed that the filter struts had penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat on image. The filter was tilted to the right with its proximal cone lying on the wall of the inferior vena cava possibly embedded in it. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and filter tilt. However, the investigation is inconclusive for alleged pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: d4(expiry date: 05/2017), g4. H11: h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, perforated and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 05/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, perforated and embedded in wall of the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.